Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysteroscopy, d and c, ablation (novasure), and cystoscopy due to sui, postmenopausal bleeding, suspected polyps, arcuate uterus, cystocele, and rectocele. It was reported that following insertion the patient experienced urinary problems, recurrence, and dyspareunia. It was reported that patient underwent hysterectomy in 2007.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent total vaginal hysterectomy, bso and anterior and posterior repair on (B)(6) 2007, due to pelvic prolapse. It was reported that the patient underwent cautery of raw edges and removal of intraperitoneal blood clots on (B)(6) 2007, due to postoperative bleeding. No additional information was provided.